Event description:
It was reported that the right ventricular lead impedance increased, triggering the lead integrity alert (lia). It is suspected that this may have occurred due to blood coagulation in the lead during a recent unrelated procedure that took place approximately two months ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.